Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock lead impedance measurements, measuring greater than 200 ohms on the non-boston scientific right ventricular (rv) lead. Subsequently, the rv lead was surgically abandoned and the crt-d was explanted and replaced. No additional adverse patient effects were reported.